Event description:
(B)(4). I got the essure in (B)(6) 2010 and started feeling like I had no energy / losing my hair (B)(6) 2011 started b12 shots then (B)(6) 2013 I had my baby then,. Seen dr with what I thought was a rash on my foot only to be told I had no platelets then was rushed to cancer center for a bone marrow and platelet transfusion everyday for months with no answer. Now I have an autoimmune disease scleroderma.